Event description:
Spoke with pt about possible pump malfunction, per pt the pump does not show start delivery option. No beeps on the pump. Tried to work with the pt to move in and out of the screen and to turn off/on the pump, no changes. We will replace the pump with (B)(4) maintenance in (B)(6) 2018, reported by pt. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 100 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.